Event description:
It was reported that the user experienced recurring restart alert 38 indicating consecutive motor stalls on the ilet pump, with repeated restarts performed and persistent alerts occurring after temporary resolution; the pump battery was low, the user reported sustained hyperglycemia, and the healthcare provider directed administration of 11 units of insulin by pen with instructions to pause or disconnect the ilet to avoid insulin stacking; a replacement ilet was shipped and return instructions were provided. Symptoms included hyperglycemia. Outcomes included reliance on backup subcutaneous insulin and continued cgm monitoring. Investigation included remote troubleshooting and review of device performance, user reports, and operational history. Investigation of this device revealed a suspected pump motor stall consistent with a device performance issue affecting the pump mechanism, aligned with prior reports of motor stall alerts. It was concluded, based on previously established findings for similar reports, that the cause was a device mechanical malfunction related to motor stall.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.